Event description:
Dealer states unit will not start intermittently then started to alarm and throw the reset button. Dealer troubleshot with tech and was advised that the capacitor. Dealer provided part number.